Manufacturer narrative:
Corrected data, version 1: information related to physician's assessment of x-rays and referral for surgery inadvertently not included in report.

Event description:
Further information was received that the patient¿s x-ray had been reviewed by the physician and a sales rep and the pin appeared to be not fully inserted. The patient was referred for surgery by the physician. Ap and lateral chest x-rays were received and reviewed for the patient. The generator was located in the patient¿s upper left chest. The connector pin appears to be coming through the second connector block, but due to the angle, image contrast, and pixilation this was unable to confirmed. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator. The lead wire connection to the pin was unable to be assessed due to the image contrast. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date.

Event description:
Physician reviewed x-rays for the patient. The physician reported that the x-rays did not capture the entire generator and were inconclusive. The x-rays performed have not been received or reviewed by the manufacturer to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Patient presented with high impedance. Further information was received that the patient did not report any adverse events with the high impedance. The physician indicated that the patient would be sent for x-rays although x-rays have not been received or reviewed to date. Design history records were reviewed for the generator. The generator passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.